Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the bumper grip. The text on the display screen was also dim and faded. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a cracked battery compartment below the bumper grip. The text on the display screen was also dim and faded. (B)(6).